Event description:
On (B)(6) 2012, the customer reported that this right ventricular (rv) lead was exhibiting oversensing with pacing inhibition for less than 2 consecutive seconds. The patient reported symptoms of being lightheaded and pre-syncope, but did not loose consciousness. The patient is not pacer dependent, but has a very slow underlying rhythm, a lead revision procedure was performed to replace the lead. During the procedure the physician had experienced difficulty removing the lead from the header of the device. Once the lead was removed, on proximal ring of terminal pin, the setscrew had made a dimple in metal which could visibly be seen. A new lead was implanted successfully with no further issue of oversensing observed. There were no additional patient effects reported. The chronic lead was surgically abandoned (capped) and will not be returned. The lead was actively implanted for approximately 10 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.